Event description:
A report was received that a pt had her precision system explanted due to an epidural hematoma. The physician determined that the cause of the hematoma was related to the surgery and was not device related. The physician evacuated the hematoma and did a three level laminectomy. The pt is reportedly doing well after the procedures.

Manufacturer narrative:
This is the final report.